Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right ovary"), pelvic pain ("pelvic pain, constant"), genital haemorrhage ("heavy abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding (aub)"), post procedural infection ("infection from the surgery") and procedural haemorrhage ("bleeding internally") in a 41-year-old female patient who had essure (batch no. A85500, b40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight, sweaty since (B)(6) 2017, hot flushes since (B)(6) 2017, menstruation abnormal since (B)(6) 2017, premenstrual syndrome since (B)(6) 2017, adhesions nos postoperative since (B)(6) 2017 and asthma since 1982. Concomitant products included fluticasone since 1982, montelukast since 1982 and salbutamol (ventolin). On (B)(6) 2014, the patient had essure inserted. In february 2014, the patient experienced dyspareunia ("dyspareunia"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, post procedural infection (seriousness criterion hospitalization) and procedural haemorrhage (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain/ constant"). The patient was hospitalized for 15 days. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (to remove one or more of the essure coils in or around 2017) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the genital haemorrhage, uterine haemorrhage, post procedural infection, procedural haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural infection, procedural haemorrhage, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Hysterectomy with bilateral salpingo-oopherectomy right ovary was left intact- left ovary taken out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Ultrasound scan vagina - in (B)(6)2014: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. Concomitant disease, concomitant drugs were added.lot number added. Event dyspareunia added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right ovary"), pelvic pain ("pelvic pain, constant"), genital haemorrhage ("heavy abnormal bleeding"), post procedural infection ("infection from the surgery") and procedural haemorrhage ("bleeding internally") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight. Concomitant products included salbutamol (ventolin). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural infection (seriousness criterion hospitalization), procedural haemorrhage (seriousness criterion hospitalization) and vulvovaginal pain ("vaginal pain/ constant"). The patient was hospitalized for 15 days. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (to remove one or more of the essure coils in or around 2017) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the genital haemorrhage, post procedural infection and procedural haemorrhage outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural infection, procedural haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events per pfs: lower abdominal pain, dysmenorrhea, menorrhagia, abnormal vaginal bleeding, bleeding internally, infection, migration of essure device location of device: right ovary added. Concurrent condition,medical history, concurrent medications and reporters added. Events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right ovary"), pelvic pain ("pelvic pain, constant"), genital haemorrhage ("heavy abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding (aub)"), post procedural infection ("infection from the surgery") and procedural haemorrhage ("bleeding internally") in a 41-year-old female patient who had essure (batch no. A85500, b40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight, sweaty since (B)(6) 2017, hot flushes since (B)(6) 2017, menstruation abnormal since (B)(6) 2017, premenstrual syndrome since (B)(6) 2017, adhesions nos postoperative since (B)(6) 2017 and asthma since 1982. Concomitant products included fluticasone since 1982, montelukast since 1982 and salbutamol (ventolin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, post procedural infection (seriousness criterion hospitalization) and procedural haemorrhage (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain/ constant"). The patient was hospitalized for 15 days. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (to remove one or more of the essure coils in or around 2017) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the genital haemorrhage, uterine haemorrhage, post procedural infection, procedural haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural infection, procedural haemorrhage, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Hysterectomy with bilateral salpingo-oopherectomy right ovary was left intact- left ovary taken out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), menorrhagia, pelvic pain. Lot number: a85500, manufacture date: 2013-01, expiration date: 2016-01. Lot number: b40017, manufacture date: 2013-05, expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils in or around 2017). Essure was removed in 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right ovary"), pelvic pain ("pelvic pain, constant"), genital haemorrhage ("heavy abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding (aub)"), post procedural infection ("infection from the surgery") and procedural haemorrhage ("bleeding internally") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight, sweaty since (B)(6) 2017, hot flushes since (B)(6) 2017, menstruation abnormal since (B)(6) 2017, premenstrual syndrome since (B)(6) 2017 and adhesions nos postoperative since (B)(6) 2017. Concomitant products included salbutamol (ventolin). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, post procedural infection (seriousness criterion hospitalization) and procedural haemorrhage (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain/ constant"). The patient was hospitalized for 15 days. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (to remove one or more of the essure coils in or around 2017) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the genital haemorrhage, uterine haemorrhage, post procedural infection and procedural haemorrhage outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural infection, procedural haemorrhage, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Hysterectomy with bilateral salpingo-oopherectomy right ovary was left intact- left ovary taken out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Ultrasound scan vagina - in june 2014: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Event added per mr: uterine haemorrhage, patients concurrent conditions was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.